Event description:
A patient reported they were injected with 0.8mls of juvéderm ultra plus® in the tear trough and cheek area. About two weeks after the injection, they experienced facial stiffness in the area with swelling and pain. Patient started "sacromatous foreign body sensation" occurred at the injection site and noted the "touch of the hand is a slightly hard ball of flesh". Patient noted it is "an obvious flesh ball-like thing" and the skin is not smooth. Patient would return for a follow up consultation and the healthcare professional informed them "it was normal there was a foreign body sensation under the skin/small meat balls". Patient reported the event has continued three months later and is still ongoing.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.